Event description:
The consumer alleges the armrest gave way on a wheelchair during a transfer from a shower chair to the whellchair. The alleged injuries include fractured 9th and 10th vertebrae, pain in neck and back, and numbness to his left arm.

Manufacturer narrative:
Has not been established to what role device played in the event. Device has been in service since june of 03. Repair/maintenance history is unknown. MFR has had difficulty in obtaining access to inspect the unit. Considering injury claimed, an MDR filed as a conservative measure.